Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis is performed, this report would be updated at that time.

Event description:
It was reported that this programmer emitted an audible noise and produced a burning smell upon start up. The programmer was then sent back for analysis. No patient involvement.